Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that device contamination occurred. A 2.00mm x 15mm nc emerge balloon was selected for percutaneous coronary intervention procedure. During preparation, extra plastic at the balloon catheter was noted. Procedure was completed using an alternative device and no patient complications were reported.

Event description:
It was reported that device contamination occurred. A 2.00mm x 15mm nc emerge balloon was selected for percutaneous coronary intervention procedure. During preparation, extra plastic at the balloon catheter was noted. Procedure was completed using an alternative device and no patient complications were reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed a large midshaft bond. The midshaft bond was measured using a calibrated digital caliper and was 0.048 in. Product analysis confirmed the reported event as the midshaft bond was measured and did not meet specifications.